Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an avnrt (atrioventricular nodal reentrant tachycardia) ablation with two thermocool smarttouch sf catheters and the patient experienced pericardial effusion that required pericardiocentesis. After a couple ablations, there were high force readings for the stsf catheter displayed on the carto 3 system. No errors were displayed on the carto system. The catheter cable was replaced without resolution. The catheter was replaced, and the issue resolved. The procedure was continued and completed. It was then reported that the physician noted via x-ray that the heart was not contracting the same as it did at the beginning of the case. Echo tech was called and a transthoracic echo was performed, showing a small effusion. Another echo was performed a while later, and the effusion was noted to be larger. A pericardiocentesis was performed. The patient was reported to be stable. It was reported that there were no significant impedance rises, and highest force readings noted were about 15g, noted on review of case data. There are two reports for this event for each thermocool smarttouch. This report is for the replacement catheter (the 2nd one used) without the force issue.